Event description:
It was reported that information was received from a patient¿s representative stating the patient had been feeling unwell and had been seen by a neurologist, during which the implanted neurostimulator was checked and found to be off, despite the representative reporting that the device had been charged to 100% the previous night. The representative stated they did not know how therapy had turned off. It was reviewed that therapy may turn off if the battery becomes too low, and recharging considerations were discussed. The representative reported that the patient was on a low-therapy setting and typically required charging only about every two weeks, and stated that they would monitor the situation.(B)(6) 2026 (con): additional information was provided indicating that the patient representative called back and reiterated that therapy had been inadvertently turned off, after which the patient was not feeling well. The caller reported that therapy was turned back on and the patient was feeling better, though not yet fully back to baseline, and was advised to follow up with the healthcare provider regarding ongoing symptoms and expected recovery. The caller also requested education on use of the programmer therapy application and communicator to check ins battery status and confirm that therapy is on, and general use was reviewed during the call.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.